Event description:
It was later reported that there was a surgical revision done on the date of this report to replace the extension and the implantable neurostimulator (ins). Once the ins pocket was opened and the ins was removed from the pocket, two small wires were visible just off the connector head of the extension. Impedances were taken with the old ins prior to surgery at 1.5v. Impedances readings were c/0-443, c/1-510, c/2-510, c/3-459, 0/1-602, 0/2-699, 0/3-681, 1/2-630, 1/3-688 and 2/3-602 ohms. Impedances were then measured with the new ins at 1.5v and readings were as follows: c/0-674, c/1-671, c/2-717, c/3-645, 0/1-926, 0/2-1097, 0/3-1063, 1/2-996, 1/3-1038, 2/3-999 ohms. The ins and extension that were replaced would be sent in for analysis. No patient outcome was provided. Further follow-up is being conducted to obtain this information, a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0208326v, implanted: (B)(6) 2002, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension; product ID 3387-40, lot # j0208326v, implanted: (B)(6) 2002, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient.

Event description:
It was reported that the patient was seen on the day prior to the date of this report by the nurse and when the patient turned his head to the right he felt a shocking sensation at the implantable neurostimulator (ins) pocket. This had occurred a couple of weeks prior to the date of this report. There had been no trauma. Electrode impedance was tested at all 3 values and had shown around 400 ohms on all contact pairs. It was noted that the impedance had stayed the same around 400 ohms at all head positions, patient turned head right and left and tests were repeated. Impedances had been tested on (B)(6) 2014. Therapy had not been affected and was good. X-rays were done and had shown no fracture. The extension and ins were going to be replaced but this had not been scheduled at the time of this report. There was not a 50% or greater than symptom reduction. The cause was determined, it was determined that the shocking sensation was related to stimulation. The patient was receiving effective therapy. Further follow-up is being conducted for patient outcome and date of intervention. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay and there were in significant anomalies. The ins was received with the # 0, # 1, and # 3 setscrews backed out, which caused the # 0, # 1, and # 3 grommets to be loose. Analysis of the extension found no significant anomaly. The body of the extension was cut through and the product segmented.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID 3387-40, lot# j0208326v, implanted: (B)(6) 2002, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the reason for removal of the implantable neurostimulator (ins) was therapy related, shocking sensation. There was not normal battery depletion. The wires that had been referred to were part of the extension that had broken off. The device was used within the patient for treatment. There was no patient death or patient injury. The patient had recovered without sequela. The shocking had resolved and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.